Event description:
Per the clinic, the patient developed an infection at the implant site as well as pain and pressure; and was prescribed oral antibiotics (date not reported). Subsequently on (B)(6) 2015, the patient was taken to the operating room for exploration of the implant site and tissue rearrangement. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.